Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. On 08/02/2025, the patient experienced a severe hypoglycemic event while alone at home. She measured her bg using a meter, which showed a reading of 50 mg/dl, while both her cgm receiver and mobile device displayed an estimated glucose value (egv) of 400 mg/dl. During this time, the patient became incoherent and subsequently lost consciousness. Her husband was alerted and called 911. Paramedics arrived and administered d50 treatment. The patient was not transported to a hospital and remained at home. At the time of the report, she was recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.